Event description:
It was reported that there was damage to the pump housing surrounding the usb port, which impacted the customer's ability to charge the device. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was within warranty and arranged for a replacement pump to be sent to the customer. The customer was informed about the need for the replacement and planned to use multiple daily injections (mdi) as a backup therapy. Tandem provided instructions for storage mode during transport and requested the return of the problematic pump within ten days using a pre-paid label and return box.